Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The cuff inflated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot balloon did not inflate during the bench test. The event happened in the hospital, operated by a health professional. This was not reported to FDA. The event did not impact patient care, and no patient was harmed.